Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year-old female undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. Prior to insertion of the impella cp, the automated impella controller (aic) had an error message and a sensor failure. The staff was going to switch to a backup aic, but could not find one. The impella cp insertion was aborted and an intra-aortic balloon pump was placed. When the field service representative arrived onsite, the aic was located in the adjacent room and had been overlooked. There was no patient harm.

Manufacturer narrative:
The investigation into optical sensor issues on the automated impella controller (aic) has been completed. Data analysis: logs were searched for optical sensor issues. On day of complaint, ¿optical sensor not supported - alarm issued¿ was found. Before the complaint date field service set to have a hardware version revision 1 instead of the expected revision 257. Device analysis: console was inspected and tested on an engineering lab bench. System acted normal except for ¿optical sensor not supported¿ alarm present when optical pump was inserted. This confirmed the complaint. The cause of the optical sensor not support alarm was due to the wrong hardware revision set in software.